Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient expired approximately four days after being upgraded from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d). It was reported the patient had received an av node ablation after the device upgrade. On telemetry the patient appeared to be in ventricular fibrillation (vf), however it was determined there was no vf but rather noise on another manufacturer's chronic right ventricular (rv) lead. At the time the patient expired an agonal rhythm was noted with pacing attempted but no capture. Analysis of device memory was performed. All lead diagnostics were within an acceptable range. Thirty-two nonsustained episodes were recorded by the device, only the last two episodes had egms available. Intermittent right ventricular (rv) capture or a long pace to sense event was noted for the first four beats, the following three appeared to capture. A short run of vf then occurred for four seconds and breaks. A wide complex was noted with double and triple fractionated potentials for some single qrs. The rhythm breaks however the rate is still fast enough to not pace. There was no evidence of undersensing and the episode ended at 25 seconds. The last stored episode showed similar loss of capture or long conduction for one beat. The rate is approximately 100 bpm with a similar wide complex with double and triple potentials for approximately three to four seconds. This rhythm also breaks and the rate is between 100-150 bpm. The episode ended with one loss of capture or long pace to conduction between two normal beats. The device was operating appropriately per device programming.